Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects".the patient mentioned having a history of sensitive skin. The patient stated that the symptoms first appeared in summer 2025 around (B)(6) 2025. Appeared on the same day when they started using adhesive patches. The expiration date or the lot number of the adhesive patches were not provided by the patient despite making multiple follow up attempts. The patient consulted the hcp who prescribed bepanthen cream. The patient would resume the use of the system until the site completely heals. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced itching caused by white adhesive patches. The symptoms first appeared around (B)(6) 2025. The patient consulted hcp who prescribed bepanthen cream.